Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump, gas loss alarm occurred. It is unknown if getinge balloon was used. There was no patient harm reported.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that he was unable to duplicate problem, no other significant error codes were present in logs. Alarms in logs with no other significant error codes fse completed repair successfully. Device passed all performance and function tests. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to leaks in iab and/or catheter occlusions/restrictions.